Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of component damage was received from the customer. The drip chamber had separated from the tubing. Sufficient amounts of solvent could be seen throughout the tubing and the tip of the drip chamber. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Investigation conclusion: one sample was returned for investigation and through visual inspection, the customer complaint was verified. Root cause description: based on the investigation performed, the root cause identified is tubing not fully inserted into the solvent dispenser. Rationale: a trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project via CAPA# (B)(4) to examine how to further increase the robustness of the infusion set and prevent future occurrences of this type. As part of the action plan, changes to the fixture and solvent dispenser have been implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing broke at the drip chamber connection and leaked. The following information was provided by the initial reporter: "tubing broke at the tubing and drip chamber connection." "Did you experience any leakage when the tubing broke? Yes."